Event description:
It was reported, the procedure was being performed in the critical care unit. During insertion, the guide wire unraveled and was difficult to remove. All of the device was removed and the next day another kit was used successfully. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4).